Event description:
The patient was seen to undergo surgery due to normal low battery. The lead impedance in pre-op was good at 1921 ohms. When the surgeon opened the generator pocket to unscrew the old generator, he noticed the lead was severed with the wires sticking out and the pin dangling. The surgeon stated he did not use a bovie or any other equipment that would have cut the lead. He decided to do a full revision, cutting the old lead leaving less than 2 cm behind. He implanted the new lead and connected it to the new generator. Upon interrogation, with the new lead and new generator, lead impedance was good at 1415 ohms. The suspect device was not made available for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.